Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer was treated for high blood glucose with manual injection. The customer was declined to troubleshoot for high blood glucose level. The customer's mother also reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.